Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted the lead had been cut into five pieces during explant of the lead. No testing could be performed due to the condition of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise on the pacing/sensing channel. The patient is not device dependent and no pacing inhibition was noted. Some inappropriate shocks were delivered. An elective device replacement procedure was performed and this lead was removed from service during that procedure. No adverse patient effects were reported.